Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
There was a patient that underwent a hip revision that had an accolade ii stem and mdm head. There was a 52mm tritanium cup and a 22mm metal head implanted. Upon opening the hip, it was realized that the 22mm head disassociated from the 38d mdm poly insert. Update: "this was a revision of the primary stryker implants" right side.